Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-aug-01. The hcp was not able to identify any facto rs/circumstances that may have contributed/caused the ins to go dead. The burning pain in their legs and feet was due to the ins and not new pain. The explanted ins was discarded. The patient¿s outcome after the ins replacement was return to baseline pain. No f urther complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins had been dead since (B)(6) 2019. They were continuing to having a lot of burning pain in their legs and feet. They saw a doctor where they were vacationing, and that doctor told them that the ins was dead. The doctor volunteered to change the ins however the patient was going to be heading home in 2 days. The patient noted that the ins would be replaced on (B)(6) 2020, however device tracking data indicated the ins was replaced on (B)(6) 2019. No further complications were reported or anticipated.